Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available impedance trend confirmed the high impedance measurement. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 27 months, increasing impedance values >2500 ohm were reported. The patient is reportedly non pacemaker dependent. The lead remained implanted at that time and the patient will be monitored closer. No adverse patient side effects have been reported.